Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the chemotherapy medication is prepared and inserted into an empty IV bag from pharmacy. The user sets up the infusion with the correct amount vtbi and programmed per ordered however the infusion takes longer than the desired amount of time and having to add additional vtbi(volume to be infused) . There is no report of patient harm. The customer went live in (B)(6) 2016 and is having generalized complaints of delayed infusions however no other specific event details provided.